Manufacturer narrative:
Final device investigation found that the device was returned with a crack along the seam of the handle. The jaw was in alignment and the clip retainer, push fork and jaw clearance were acceptable. Upon evaluation, it was determined that there were no remaining usable clips in the device. The locking mechanism was engaged as intended. It was noted that the rotation knob did not spin freely and was stiff/tight. No lot number was provided, so the device history record could not be reviewed.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips from three devices did not form properly and washed off the artery. They did not completely close and left a loop at the bend area. Clips had been fired successfully from one or more of the devices. There was no torquing or twisting of the devices at the time of firing and there was no unexpected resistance felt while firing. Another device was used to complete the case. This report is for the second device. Additional info was requested, but no additional ino was received. A supplemental report will be sent if additional info becomes available.